Event description:
I woke up one morning in august and my eyes were swollen shut and in terrible pain. Couldn't open eyes. Went to eye doctor, gave me eye drops but it kept recurring. Sent to another dr. Had severe scarring in left eye. Was told I may have to have corneal transplant. Was using all kinds of medicine. Was told my eyes were worst ever seen.